Event description:
Additional information received reported the distal (spinal) segment of the catheter dislodged/migrated and was confirmed through an MRI/x-ray or CT scan on (B)(6) 2013. It was reported the patient would be scheduled for a pump and catheter explant. The patient outcome was reportedly ¿no injury¿.

Event description:
It was reported that the patient experienced increased pain. About one and a half week prior to the date of this report, the pump started alarming because the patient had missed her refill and the pump was empty. The patient was in the hospital on the date of this report. The health care professional (hcp) aspirated the catheter, and the catheter could not be aspirated. The hcp also did a dye study and the catheter was found "out of the space." The hcp wanted to shut the pump off. The patient's white count was elevated and the hcp did not want to do an explant on the patient. The pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). White count was elevated.